Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's axium neurostimulator system was explanted due to an infection at the lead site. Patient was treated with antibiotics and the issue has since resolved.